Manufacturer narrative:
Pentax medical emea performed a good faith effort to gather additional information regarding this event and responded no reports of anomalies in the procedure by email on 30-may-2024. However, we couldn't obtain information the procedure had been completed or not. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Suddenly at time of procedure lost the image. Us connector almost broken pin. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result additional information d4:"not distributed in USA", because products are no distributed in USA products, but similar device product is listed in USA. H4:device manufacture date evaluation summary event that occurred is image failure(black out) based on the investigation, a potential root cause of this failure is the ccd signal wire itself would be partial disconnection by repeatedly pulling. In addition, the pins of the us connector may have been damaged due to a collision with other equipment, but the root cause could not be identified. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 11-may-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 11-may-2021 . Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.